Event description:
It was reported that during a lap sleeve surgery while inserting the stacker with gst60b was found a chipping on the magazine. No manipulation with other instruments, before firing the magazine (see photos attached-2 pieces). No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2023. D4: batch # unk. Investigation summary. This is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos first and second show a blue reload loaded on the device and one damage can be seen on the edge of the reload. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 492c87, and no non-conformances were identified.